Manufacturer narrative:
The reported event of guidewire could not be inserted was confirmed. A complete lead was returned in one piece. Visual and x-ray examinations showed the inner coil was offset at the s-curve region consistent with procedural damage. The cause of the reported event was due to the offset inner coil at the s-curve region.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the guidewire had failed to advance in the left ventricular (lv) lead. The lv lead was removed and replaced. The patient was in stable condition.